Manufacturer narrative:
(B)(4). Evaluation results: (root cause could not be determined based on information provided).

Event description:
The physician was using a sprinter legend rapid exchange (rx) balloon dilation catheter to pre-dilate an occlude lesion in the om1. The balloon was only able to be inflated to 10atms. When the physician attempted to deflate the balloon it was unsuccessful. The physician used the inflation device and multiple syringes in an attempt to deflate the balloon but all were unsuccessful. The guider and coronary wire were removed from the patient and balloon was then able to be removed. The case was completed without any further issues. There is no patient injury and no clinical sequelae were reported. There was no abnormalities noted during prep and inspection prior to use. There was no difficulties encountered during delivery of device. Evaluation summary: the transition tubing was stretched immediately proximal to the guidewire entry port. The balloon bond was partially necked. The distal tip had detached immediately distal to the tip seal bond.